Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported motor stall occurred. The reported event date was (B)(6) 2020. A volume discrepancy occurred; the expected volume was 3.2 ml and they withdrew 33 ml. The physician reported morphine withdrawal symptoms. A scanner was done to check the catheter and everything was okay. The physician was trying to decrease the patient's intrathecal treatment, and the patient was stabilized. It was stated with the covid-19 crisis, the withdrawal of the pump was postponed, and the date was unknown. The issue was not resolved. The patient's status was alive - no injury. There were no identified contributing factors. Further complications were not reported.